Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device failed the cooling functionality testing during service. Service was completed because unit reported issue with cooling patient. Per sample evaluation results received on 27mar2024, it was reported that device failed the protective earth during est due to high resistance.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable as the reported issue is confirmed as failed power cord. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device failed the cooling functionality testing during service. Service was completed because unit reported issue with cooling patient. Per sample evaluation results received on 27mar2024, it was reported that device failed the protective earth during est due to high resistance.